Event description:
The patient reported that their blood sugar was 600 mg/dl on (B)(6) 2023, per reading from a finger stick. The patient did not believe there was enough insulin in their v-go 20 and requested training on how to fill the v-go properly. The patient reported they did not have a device available for return to the manufacturer for evaluation.

Manufacturer narrative:
Adverse event (ae) assessment: the ae assessor spoke with the patient for further investigation of the hyperglycemia of 600mg/dl. The patient stated she has a memory problem and is unable to provide details about the blood glucose (bg) level surrounding the hyperglycemia of 600 mg/dl. She did state she did not have enough insulin, and this caused the report of hyperglycemia. She received vgo education in her healthcare practitioner (hcp) office recently. Pre-vgo a1c was 13%, using vgo bg 150-200 usually, a1c 7.9%, taking clicks according to a correction scale that starts at 200-250 2 clicks, 251-300 3 clicks, and increases from there. On 1/05/2023 when her bg was 600mg/dl she experienced symptoms of nausea, stomachache, thirsty, and headache. She phoned her hcp. She was told to remove the vgo and take 20 units of lantus by injection and novolog by injection at 2 units with bg level of 150-200mg/dl, 4 unit with 200-250 mg/dl and so forth. Her bg improved over 2 days and the symptoms resolved. She said she will not go to the hospital with a high bg and the hcp knows this. Her hcp is willing to work with the patient in her home to improve her bg. The patient lives alone but has an aide that comes in and makes her meals and helps her bathe. She uses a continuous glucose monitor and can clearly hear the alarm if bg is out of range. She received some recent vgo education and expects a call back from the vgo educator on monday (B)(6) 2023. Possible-there is a reasonable causal relationship between the hyperglycemia to 600 mg/dl and v-go use. The event occurred while using v-go, but the event could also possibly be explained by the vgo not being filled properly. This complaint could be serious with reoccurrence.